Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device was defective. Part of the headset was stuck in the insertion device and the cannula of the headset was exposed. The protruding cannula did not cause any injuries.